Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available.

Event description:
It was reported that the patient presented to the hospital after a syncope episode. Interrogation of the implantable cardiac monitor revealed that the device was in noise reversion and that the device had been oversensing myopotentials for several months and has been in and out of noise reversion since. The device was unable to record the syncope episode due to the noise reversion. Programming changes were discussed but not made, and the device will continue to be monitored. The patient was in stable condition.